Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event where infusion set fell off on 18-jun-2024. Infusion set was used for an hour or less. Blood glucose level was 183 mg/dl at the time of event. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.